Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18661 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Unable to insert the mapping catheter inside the balloon catheter. The guide wire lumen was kinked inside the y-block . The user may have experienced insertion difficulties due to the kinked guide wire lumen. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation process prior to inserting the catheter into the introducer, the mapping catheter did not emerge from the tip of the catheter but remained stuck. The same mapping catheter, when introduced into a newly opened catheter, functioned as expected.